Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: enveor-us, lot 0008647680, use by date 2018-05-24, (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a 6 french sheath was inserted in the left common femoral artery. Serial dilations were performed over a non-medtronic wire. The delivery catheter system (dcs) was advanced to the ascending aorta. Resistance was met 30 mm distal to the renal arteries. Repositioning was attempted but the dcs could not pass and was withdrawn from the body. A 14 french long sheath was inserted, met resistance, and was exchanged for a non-medtronic sheath. A second valve was loaded onto a second dcs and were inserted on the wire but met resistance. The dcs was withdrawn. The final abdominal angiogram showed left common femoral artery occlusion at the insertion level and a surgical femoral bypass was performed. The physician reported that the occlusion was caused by a dissection but the origin of the dissection was unknown.